Manufacturer narrative:
Other, other text: additional contact: (B)(6).

Event description:
Information was received indicating that on the 3rd day after the use of a smiths medical cadd extension set, the customer replaced the cassette with another one and disconnected the extension set at that time. The extension set was connected with the epidural filter and noticed that medical fluid from the connection part. There was no patient injury.

Event description:
Smj#cffh063. On the 3rd day after starting to use the product (an extension tube), the customer replaced the cassette with another one and disconnected the product at that time. They then connected it again with the epidural filter, and noticed medical fluid was leaking from the connection part. No patient injury investigation completed and summarized.